Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment got aborted and procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Upon functional testing, the fse found the problem with the motherboard of the host-pc. The fse replaced the host pc. After replacing the system host pc, the system was returned to use in good working order.

Event description:
It was reported to philips that the allura system did not start up. The system was in clinical use for a non-emergent coronary procedure, which was completed by moving the patient to another room. No patient harm was reported. A philips field service engineer (fse) visited the site and identified that the motherboard of the host-pc had a start up issue. The fse replaced the host pc and the device was returned to expected functionality.